Manufacturer narrative:
E1/facility name: (B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unspecified procedure, the auxiliary water supply tube of the subject device started to crack and develop holes. The procedure was completed using the same equipment. There were no reports of patient harm.